Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, trocars were both leaking from valve during surgery. Most noticeable during instrument exchanges where leak occurred, instruments used were 5mm ultrasonic and 5mm instruments. No noticeable drop in abdominal pressure. Continued to use product to complete procedure. No patient consequence reported.